Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was successfully deployed at a depth of 1 mm on the non-coronary cusp and 2 mm on the left coronary cusp. The catheter was removed, and the groins were closed without problems. Approximately 10 minutes post-implant, the patient became blue and went asystolic. Compressions were started and the groins were accessed again. The patient was placed on perfusion and catheters were inserted for imaging. The valve was in a good location and coronary perfusion was seen. A coronary stent was placed in the left main artery to assure perfusion was occurring. An echocardiogram was performed and revealed no pericardial effusion or other abnormality. A defibrillator was used multiple times without any cardiac response. A ventricular support device was placed and the electrocardiogram (ECG) resumed. Perfusion cannulas were removed. No additional adverse patient effects were reported.